Manufacturer narrative:
Analysis of the ins, model 97714, serial no. (B)(4) found there was no output when it was received for analysis. Ins had a reduced capacity due to an overdischarge. A normal recharge started after 1 physician mode recharge (pmr). After recharging, there was good stable output from the ins when all electrodes referenced to #0 and #8 electrodes. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was not performed as the event was determined to be a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that there was an open sore below the generator pocket and the area wasn¿t even involved in the surgery. The hcp noted the area post operation and the area was stitched, however, it didn't heal appropriately. The hcp decided to have the battery explanted and replaced with a new one on the patient¿s opposite side before it became infected. Blood tests for infection all came back negative. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the leg and back pain and high density stimulation not helping with the pain wasn¿t determined. The rep wasn¿t sure why the high density stimulation wasn¿t helping with the patient¿s pain. The rep reported that the patient was scheduled for a MRI on (B)(6) 2018. No further complications were reported.